Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen in the lcd display screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No blank display or unexpected alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump was unable to perform the self-test and displacement test due to no button response. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Insulin pump had moisture damage on electronic assembly and on motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.